Event description:
During a bowel procedure, the device did not staple and was pushed with firm strength. As a result the device made a loud noise and refused. There were no pt consequences and another device was used to finish the procedure.